Manufacturer narrative:
B3: the events occurred on an unreported date from (B)(6) 2022 to (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced four episodes of peritonitis within four months. The cause of the events were unknown. It was not reported if the patient was hospitalized for peritonitis. On an unspecified date, the patient was treated with vancomycin (intraperitoneal) and cephalosporin (intraperitoneal) for peritonitis. The patient outcome was not reported. At the time of this report, pd therapy was ongoing. The reporter declined to provide additional information.